Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was covered thin black film of dust when paper cover was removed from catheter. The following information was provided by the initial reporter, translated from french to english: when the paper cover of the catheter was removed at the time of installation, the catheter in place was covered with a thin black film of dust looking like mold stuck on the vane and piston.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 07-oct-2022 h6: investigation summary bd received an opened un-retracted 20 gauge nexiva unit from lot 2108969 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed pieces of brittle dark foreign matter (fm) present on all parts of the device. Next, the engineer attempted to collect a sample of the fm for ftir testing and analysis but due to the brittle nature of the fm it could not be collected for testing and identification. Therefore, the exact origin of the fm could not be determined nor could it be identified. The engineer was able to verify the reported defect but could not determine an exact cause for it.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was covered thin black film of dust when paper cover was removed from catheter. The following information was provided by the initial reporter, translated from french to english: when the paper cover of the catheter was removed at the time of installation, the catheter in place was covered with a thin black film of dust looking like mold stuck on the vane and piston.